Event description:
Allegedly the extractor kept disengaging during repeated attempts to remove the stem; threads were deformed. The surgery time was extended greater than 30 minutes.

Manufacturer narrative:
This event is the same as 3010536692-2015-00630. Report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.